Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1 centimeter inaccuracy in the posterior direction. In trouble-shooting, a medtronic technical services representative reached out to the surgeon who suspected the anterior tip of the nose may have deflected during registration. A second surgeon stated that he would assist the primary surgeon through the registration process when they had an opportunity to re-register the patient, however, he did not feel they needed to stay on the phone to trouble-shoot. The medtronic representative confirmed that the second surgeon was very competent in use of the navigation system and would likely obtain an improved tracer pattern. The surgeons completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the surgeons stated the procedure went well. The surgeon felt the navigation system may have been off a few millimeters, however, did not need to re-register the patient. The surgeon indicated there was a lot of point on the cheeks and below the noise picked and that likely was part of the issue. The surgeon stated the navigation system was working fine. The medtronic representative noted that the tracing pattern included soft tissue on the cheeks and nose. (B)(4) 2015 - software investigation completed. Findings are that some of the tracing was performed on soft tissue which is not recommended for tracer registration. Software is functioning as designed. Use error. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.